Event description:
The guidewire was being used for a catheter exchange during an attempted crossing for a cto of the right leg sfa. The tip of the guidewire detached. The tip remained in the patient. The physician was unable to cross the cto. To date, there has been a reported affect to the patient.

Manufacturer narrative:
The device was returned for analysis. The guidewire tip coil wire had unraveled with the core wire breaking proximal to the weld. The weld ball was not present. The guidewire was returned to the OEM supplier. The OEM supplier concluded that the wire break was proximal to the weld paddle indication that the wire was not brittle. The device history record was reviewed and indicated that all manufacturing and quality specifications were met. The cause of the beak and unraveling of the coil wire was not determined. It is possible that while using the device as an exchange wire for attempted passage of a cto, the distal end of the device became captured or abraded at some point by the occlusion resulting in the weld failure. There is no evidence of a design failure or that the device did not meet manufacturing or quality specifications.